Event description:
It was reported that during a rotator cuff repair procedure using the speedscrew 5.5 implant procedure set, the implant broke upon insertion. All pieces of the implant were retrieved without issue, and the procedure was completed with a backup speedscrew implant. There were no significant delays or pt complications reported as a result of this event.